Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went on an airplane last week on (B)(6) 2025. When they got off the plane they had peed everywhere on their underwear. On the morning of (B)(6) 2025, they struggled with going to the bathroom and that's when they turned the stimulation way down and started peeing. They came back on (B)(6) 2025 and kept the stimulation at 0.4 from (B)(6) 2025 until now. The patient said they hadn't had a problem until they went to (B)(6), then they couldn't pee for two days. The patient stated they peed a little bit and they were getting freaked out because it was painful because they had a full bladder and the thing was still stimulating. The patient stated they turned it off and then turned it back on. The patient said they didn't know if it was subconscious that they couldn't pee. The patient stated they had wet underwear again this morning. The patient called their manufacturer representative (rep) and they didn't call them back. The patient was going to increase the stimulation to a comfortable level and monitor the symptoms to see if the symptoms improved. The patient had called the doctor last week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.